Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump(iabp) that was put into use on an earlier call is not receiving ac power and running off battery power. Esp personnel reviewed the most likely scenario of the rescue portion not being properly seated into the hybrid hospital cart. Esp personnel guided and directed to reseat the rescue unit into the hybrid configuration. This was successful in receiving ac power and charging of the batteries. Phillip is thankful for the assistance and has no other questions. No harm or injury to the patient was reported.

Manufacturer narrative:
Another contact info: (B)(6). Esp personnel identified that the rescue unit was not properly seated in the hybrid cart and guided the customer to reseat it correctly, which restored ac power and battery charging. The customer confirmed the issue was resolved and reported no patient harm or injury.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(type of investigation).

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6(investigation findings, investigation conclusion).

Event description:
N/a.